Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 14 bd vacutainer® sst¿ blood collection tubes contained foreign matter and air bubbles, 2 had missing label information, and 2 had broken lids. The following information was provided by the initial reporter: "the following issues were found in tubes (B)(4) from lot 0252744: fm in gel ×14, damaged tube ×10, defective marking ×2, dirty cap ×1, spot in tube ×1, dirty tube ×6, damaged cap ×2, air bubbles ×14."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-05. H6: investigation summary: bd received samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for fm in gel, damaged tube, defective marking, dirty cap, spot in tube, dirty tube, damaged cap and air bubbles in tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 14 bd vacutainer® sst¿ blood collection tubes contained foreign matter and air bubbles, 2 had missing label information, and 2 had broken lids. The following information was provided by the initial reporter: "the following issues were found in tubes (367968) from lot 0252744: fm in gel ×14; damaged tube ×10; defective marking ×2; dirty cap ×1; spot in tube ×1; dirty tube ×6; damaged cap ×2; air bubbles ×14."